Event description:
It was reported that a pt underwent a surgical procedure and suture was used. During the procedure, the needle broke while pulling through the tissue. The needle was recovered during the same procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-00746. The same pt is represented in each medwatch.